Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the customer-reported complaint. The instrument was found to have a dislodged conductor insulator to be related to the customer reported complaint. The cautery insulator was separate from the base and resting on the tip of the hook. The root cause is attributed to a component failure. Additionally, the instrument was found to have a derailed grip cable at the distal end. The yaw motion may be non-intuitive as a result. The root cause of derailed instrument grip cables is attributed to a component failure. The instrument was also found to have a dislodged flush tube. The root cause of a dislodged instrument flush tube is typically attributed to mishandling/misuse. A review of the instrument log for the permanent cautery hook (470183-14/k11220308 0071) associated with this event was performed. Per logs, the permanent cautery hook instrument was last used in a procedure on 30-aug-2022 on system sk0951. The alleged instrument had 2 uses remaining after the last procedural use. No image or procedure video was provided for review. This is a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook had a loose black knob on the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no patient demographic information is available.